Event description:
It was reported that the device will not recognize the cassette. No patient injury was reported.

Manufacturer narrative:
Initial reporter is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the tamper seal was missing. There was evidence of the reported problem (error) being recorded in event history log multiple times. The reported problem was duplicated. Upon attaching the cassette, there was a cassette not attached properly error alarm. The cause of the reported problem was due to a defective and inoperable downstream occlusion sensor. For corrective action the defective sensor was replaced. The root cause of reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: correction: d4: mode number: 2110